Event description:
It was reported that there was left ventricular (lv) pacing induced ventricular tachycardia (vt). The lead was turned off. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced phrenic nerve stimulation and the lead was reprogrammed. Phrenic nerve stimulation occurred again, and the lead was turned off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.